Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Initial reporter email address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel cracked on the bd plastipak¿ luer-lok¿ syringe. The patient was delayed a psma pet scan. The following information was provided by the initial reporter, translated from portuguese to english: when aspirating the radiologic drug from the vial with the syringe, it was observed that the medication leaked (the syringe was observed to be cracked).

Event description:
It was reported that the barrel cracked on the bd plastipak¿ luer-lok¿ syringe. The patient was delayed a psma pet scan. The following information was provided by the initial reporter, translated from portuguese to english: when aspirating the radiologic drug from the vial with the syringe, it was observed that the medication leaked (the syringe was observed to be cracked).

Manufacturer narrative:
H6: investigation summary photo and video received for investigation. Upon visual inspection, cracked barrel is observed. A device history review was performed for the reported lot 1180969 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with jam occurrence in the assembly process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.